Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that since they have experienced high blood pressure, very low energy, and not good health since they had their implantable pulse generator (ipg) implanted. The patient also suspected that the rate response on their ipg was not working. The ipg remains in use. No further patient complications have been reported as a result of this event.